Manufacturer narrative:
During an internal review on 15-sep-2025, noted a correction to the 3500a initial as should have included unk recording system in the d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 21-oct-2025. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31589258l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During an ischemic ventricular tachycardia (isvt) cardiac ablation with a qdot micro catheter, the patient experienced complete heart block treated with temporary pacemaker, and permanent pacemaker is planned. During the procedure, complete heart block was noticed in the patient. When coming on ablation with the qdot micro catheter, it was noticed that the patient went into complete heart block on the carto 3 system and recording system. The medical intervention provided was implanting a "temp wire," and planning to implant a pacemaker. The patient is in stable condition. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.